Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a persistent pocket site pain due to the ipg size. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
(B)(4) (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The ipg displayed typical characteristics throughout both visual and functional assessments. However, the labeling review revealed that the reported event is a known risk associated with the use of an implantable pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient experienced a persistent pocket site pain due to the ipg size. The patient underwent an ipg replacement procedure and was doing well postoperatively.